Manufacturer narrative:
On-site inspection of the equipment showed the lift and sling to be in good working condition, and both were returned to service. The incident could not be recreated by the facility, when the lift was used per manufacturer's instructions.